Event description:
Information was received regarding an endoscope device used for spinal therapy. It was reported that it has poor visibility. No further complications were reported regarding the event. Update:this event was created based on repair request received by the (B)(6) service and repair group. A focus can't be taken equally due to lenses have damaged. And also there are scratches and dent in cover glass and outer tube. Update : this event was created based on repair request received by the (B)(6) service and repair group. Pre-op diagnosis : nerve compression due to a herniated disc procedure involved : med levels implanted : l4/5 the product came in contact with the patient but there was no impact to the patient.

Manufacturer narrative:
H3 : analysis confirmed dents in the outer tube, scratches on the distal tip, scratches on the illumination fiber, and damage to the tip cover glass. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from user facility via medtronic field representative regarding an event happened during intra-op for a pre-op diagnosis of nerve compression due to a herniated disc. It was reported that the focus cannot be taken equally due to damaged lens. It was also mentioned that there are scratches, dent in cover glass and outer tube. The procedure involved during this event was reported as micro endoscopic discectomy. There were no symptoms to patient reported as a result of this event. There were no complications to patent or physician were reported/anticipated.